Manufacturer narrative:
The attached user facility medwatch report was received from (B)(4). The user facility number was not provided. (B)(4). A review of the manufacturer's complaint history showed that the patient had a pump exchange (please reference MFR report # 2916596-2015-00132).

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted twice with persistent hemolysis, volume overload, and suspected pump thrombosis. Lvad interrogation also revealed elevated flows. The patient had ramp studies that came back positive. A decision was made to upgrade the patient on the transplant list; however, the patient was found unresponsive on (B)(6) 2015 and a CT head scan showed a hemorrhagic cerebrovascular accident with terminal bleed. The patient expired on (B)(6) 2015. An autopsy was not performed so the pump was not available to be returned to the manufacturer for analysis. Information was also received from the intermacs registry stating: readmitted in (B)(6) with high ldh, hemolysis and volume overload. Vad interrogation revealed high flows. Had a ramp study that came back positive. Decision was made to upgrade patient to unos status 1ab.

Manufacturer narrative:
(B)(4). The attached user facility medwatch report was received from the intermacs registry. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from (B)(4) stating: ramp done (negative), but given hemolysis (elevated ldh 2314, pfhgb 34 & trending up) there is high suspicion for thrombus. Decision made to exchange vad ((B)(6) 2014). Thrombus visualized in inlet stator on explanted device. Pump returned to thoratec for analysis. Additional information also stated that the patient expired on (B)(6) 2015 and indicated the primary cause of death as nervous system - neurological dysfunction, device function normal: unknown.